Event description:
Complainant alleged that during biomed testing the device did not charge and the frontpanel buttons were hard to activate. Complainant indicated that there was no pt involvement in the reported malfunction.